Event description:
During a ptca procedure, after the first inflation and during withdrawal, the proximal part of the balloon catheter separated from the distal section. Several attempts have been made in an attempt to obtain additional info.